Event description:
It was reported that the patient experienced hypoglycemia while using the ilet following a prolonged period of postprandial hyperglycemia during which the system delivered repeated correction boluses; glucose subsequently trended low, with a recorded nadir of 56 mg/dl and a peak of 260 mg/dl, and the event was treated with oral glucose after the device issued alerts. Customer care provided support that included review of device data and user reports, along with troubleshooting and education focused on low treatment practices. Investigation of this case revealed that hypoglycemia occurred after extended automated correction activity and that the patient tends to overtreat lows, which may contribute to glycemic variability; no device malfunction was identified. Symptoms included malaise. Outcomes included successful self-treatment without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.